Event description:
On (B)(6) 2025, the user reported that their ilet would not power on despite the blue charging light showing. The user¿s spouse confirmed the device had been on multiple charging pads for several hours without success. As the ilet could not be restarted, a replacement was arranged and return, and shipping details were confirmed. The user was advised to sync data before returning the device and to use their dexcom continuous glucose monitoring (cgm) app or receiver for bg monitoring in the meantime. Blood glucose (bg) was unaffected. No symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.